Event description:
Device malfunction: balloon rupture and detached piece. Symptoms/ae: surgical intervention. Time of malfunction and ae: during the procedure. It was reported that during an interventional procedure, the fox plus was advanced through a graft in the arm, and during deflation, the balloon ruptured at 17 atm. A piece of the balloon detached and was surgically removed. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found the device returned for investigation was incomplete. The distal part of the balloon and the neck with one marker was missing. The balloon showed a longitidinal and a circumferential balloon rupture. The longitudinal balloon rupture could have been the initial burst, the circumferential rupture and the detachment of the neck with the marker could have been caused by the pulling of the device. The device was used above rated burst pressure. No manufacturing issue was detected and the root cause is related to user error. Review of the device history record for this lot did not product any findings relevant to this report.